Event description:
The graft was implanted on 2/24/1998, as an access graft for a femoral bypass procedure. The graft eventually developed thrombus & occluded. On 7/7/1998, the pt underwent surgery to open the graft up. The doctor found that the graft was fully occluded in several places. The occluded area of the graft was explanted & replaced with a goretex graft. The procedure was successfully completed. The pt's condition is fine.